Manufacturer narrative:
Philips service replaced the image disk drives and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an image disk failure caused inability to take images during treatment on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.